Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 22, 2024.. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal the lens was received coated in viscoelastic residue. The lens was cleaned and inspected, revealing a scratch on the lens; rings were also observed. It was determined that the lathe lines was out of specifications. A failure investigation was performed and it was identified, a miss in the inspection process. A training refresher was conducted to reinforce the visual inspection acceptance criteria for machine lines to prevent recurrence. A electronic device history record (edhr) review was conducted for this production order. No additional lenses were identified related to this production order. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar monofocal intraocular lens (iol) after being implanted, the doctor noticed concentric rings in the iol, as if it were a diffractive multifocal instead of a monofocal. The doctor enlarged the incision and explanted the iol. The doctor used one suture to close the wound. No patient complications were reported and he successfully implanted his backup iol. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect impact code: 4625 (to capture incision enlargement and sutures). Section h6: health effect impact code: 4631 (to capture removal and replacement). Section h6: health effect clinical code: 4581 (to capture incision enlargement). Section h6: device code: 3191 (to capture lathe lines). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.